Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the trial patient felt stimulation in the bicycle seat area. Tried assisting patient with changing programs, however she was unable to find the device. Troubleshooting was unsuccessful; controller issues. On (B)(6) the patient reported having a hard time using the bathroom. Patient was assisted with changing programs from 2 and now feels stimulation in the bicycle seat area at 0.8 mamps. On (B)(6) the patient stated she had a bladder infection and was leaking a lot for a couple of days but is now okay. On (B)(6) the patient thought her bladder infection is causing a discrepancy with her symptom improvement. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that they didn't see the patient, but the uti wasn't related to the device or therapy.